Event description:
Reportedly a 2700, 25mm valve was explanted due to leaflet tears after a 101 month implant duration and replaced with a mitroflow valve. No additional information is available at this time. In 2009, operative report received indicates explant due to aortic insufficiency..

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. A device history record review is currently in process.

Manufacturer narrative:
Evaluation summary: the valve was received dry. Leaflet 3 exhibit two tears at opposite commissures at the free margin and along the attachment site. At commissure 2 the tear measured approximately 12mm, and at commissure 3 by approximately 6mm. Similarly leaflet 1 at commissure 2 exhibit a tear that measured to approximately 6mm. Thickened opaque like tissue was detected at the described tears. No other inconsistencies detected. X-ray. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.